Event description:
The customer reported the ventilator alarmed and restarted while in use on a pt. The customer reported there was no pt harm. The customer reported they performed extended self testing which passed. The MFR's service tech was unable to duplicate the reported problem. Review of the device diagnostic log history verified a ventilator restart occurrence. The service tech replaced the sensor pcb board as a precaution to address the finding. Extended self testing and performance verification testing was completed and all tests passed per operating specs.